Manufacturer narrative:
(B)(4). Date sent: 6/24/2016. Batch # unk. Additional information requested and received: what color cartridges and type (ecr or gst) were used and what order of firing? White and gold. Was buttressing material used? No. Was there any issue with staple formation is initial procedure? No. How was the bleeding identified? Fall of hemoglobin. How was the bleeding addressed? Transfusion and surgery to find the bleeding (re-operation). What is the current patient status? Ok. Additional information received: on (B)(6) (around 4pm) the patient received a gastric by-pass. Everything was ok during the operation and no complication. He used gold and white cartridges. During the night she started to have blood loss to achieve (B)(6) afternoon to a total of 600 cc blood loss. They decided to re-operate the patient and the intervention started (B)(6) at 3pm. (I was present during the intervention). As you can see on the picture, the cavity was full of blood clots. Unfortunately, after washing all the blood, dr (B)(6) did not find the origin of the blood loss. Nevertheless we saw a lot of blood into the small intestine so we can conclude that the bleeding came from an anastomosis. In total the patient lost 1.5 l blood so she received a transfusion and she was authorized to go home on (B)(6) morning.

Event description:
It was reported that after an bypass procedure, massive bleeding 8 hours after surgery. The surgeon had to re-operate the patient and tried to stop the bleeding. The patient lost a lot of blood (1.5 liter) and had to be transfused.

Manufacturer narrative:
(B)(4). Intra-operative photo received. Photo provided was reviewed and a revised detail of the photo showed tissue and what appears to be bleeding. The photo provided is a picture of the or screen. Based on the photo alone, no conclusion could be reach as how the event occurs. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.